Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm fusiform abdominal aortic aneurysm. Proximal aorta was 24 mm in diameter and 23 mm in length. Distal neck was 25mm in diameter. Right left iliac arteries were 11 mm in diameter. Right and left femoral arteries were 9 mm in diameter. The right and left iliac's were mildly tortuous with no stenosis. The proximal neck had no mural thrombus/calcification. It was reported that the proximal end of the graft was place such that the suprarenal stents were crossing both renals. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. Two days post implant the patient presented with a fever and back pain. It was determined the patient had a uti, which was treated with medication. Ua showed trace le and bacteria, but blood cultures were negative. The patient recovered three days later. The uti was assessed by the investigator to be related to the study procedure but not the study device. The patient presented to the clinic for the 1 month follow-up appointment. The CT imaging revealed thrombosis in the proximal portion of the bifurcated stent graft. There was a technical observation that there was air noted in the stent. The air was noted to be in the bifurcated stent graft just above the bifurcation and the thrombus was noted to be adherent to the lumen in the infrarenal aorta. No intervention performed at this time. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (fever, occlusion, infection), (cause of event is unknown). Evaluation, conclusions: (cause of event is unknown).